Event description:
On (B)(6), 2010, I had a cook celect ivc filter placed upon my gastric bypass, dr's recommendation to prevent blood clots from my surgery. I had my gastric bypass on (B)(6) 2010 then, it was recommended that I get the filter removed 6 weeks later which brought me to (B)(6) 2010. When the dr went to remove the filter, he found that the filter had flipped and the hook had embedded itself in the big vein in my heart. The dr tried for 8 hours to remove the filter through the jugular vein then, through the groin and was not successful. The dr suggested that I did not try to get it removed. The drs are acting like it is no big deal and that the device will not do anything to me. However; through research I am finding out that this is not the case and it is dangerous to me. Dates of use: (B)(6) 2010, embedded in the big vein. Diagnosis or reason for use: prevent blood clots.